Event description:
It is reported that the device was implanted approximately 10 years ago. Revision surgery occurred in 2007, due to wear. Exact implant date is not known.

Manufacturer narrative:
Evaluation summary: device and x-rays are not available for review. Pt weight during implant and explant are not known. Details of pt activity level are not known. Probable cause of current situation is not known. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.